Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - screws: trauma the screw was broken at the neck and the broken fragment was also returned. The dimensional inspection was not performed due to post manufacturing damage. The observed condition unk - screws: trauma in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the unk - screws: trauma. While no definitive root cause could be determined, it is probable that the unk - screws: trauma was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications review: drawing specifications cannot be reviewed since part number is unk. Device history lot: DHR cannot be performed since the lot number is unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an open reduction internal fixation surgery for hyper condylar fracture of distal left humerus with 2 plates and the screw. After the surgery, on (B)(6) it was reported that the was screw broke. The patient was scheduled for revision surgery. It was unknown if the revision surgery completed successfully. No further information is available. Concomitant devices reported: unk - plates: locking: proximal humerus plate(part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) unk - screws: trauma. This report is 2 of 2 for (B)(4).